Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted medtronic surgical aortic valve (sav), the valve was implanted at a depth of 4 millimeter (mm). The transcatheter valve appeared constrained on fluoroscopic imaging. The hemodynamic measurements indicated that a post implant balloon aortic valvuloplasty (bav) was needed. Upon performing the post implant bav, the valve dislodged into the ascending aorta. Manipulation of the dislodged valve was performed using snares and balloons. A second transcatheter valve was loaded and attempted to advance through the dislodged valve for deployment, but this was not successful. The second valve within the dcs was withdrawn from the body. Manipulation of the dislodged valve during the attempt to implant the second valve resulted in a small pericardial effusion and possible tear of the ascending aorta. A pericardial window was performed for drainage. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history record (DHR) and frame record for the valve was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic for product analysis. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Also, per the evolut IFU, the implant of an evolut valve into a degenerated surgical valve should be avoided in certain conditions. However, the condition of the surgical valve at the time of implant was unknown. With the information available, a root cause for the frame under expansion could not be conclusively determined. Hemodynamic instability can be the result of effects such as hypotension, which is a known potential adverse event per the device if u. With the information available, a conclusive cause of the hemodynamic instability could not be determined but the constrained frame may have been a contributing cause. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. With the information available, a root cause for the dislodgement could not be conclusively determined but the post-implant bav was a likely contributing cause as the dislodge was reported during the bav. Vascular injuries, such as perforation, are known potential adverse patient effect per the evolut IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that manipulation of the dislodged valve caused the perforation. In addition, per the evolut IFU, repositioning of a fully deployed valve is not recommended and can result in adverse effects such as aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction, embolization, stroke, and/or emergent surgery. In this case, with the information available, the most likely cause of the perforation (which was unconfirmed) was the snaring and manipulation of the valve. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. It was reported that manipulation of the dislodged valve caused the pericardial effusion. In addition, per the evolut IFU, repositioning of a fully deployed valve is not recommended and can result in adverse effects such as aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction, embolization, stroke, and/or emergent surgery. In this case, with the information available, the most likely cause of the pericardial effusion was the snaring and manipulation of the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.